Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she did have high blood glucose of 587mg/dl. Customer spoke to emergency room doctor and he advised her to treat with 8 units of insulin by manual injection. No further information was provided.